Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: "the needle on the device was not centralized with the safety guard which would appear to be the reason why it won't engage properly within the guard. This has happened to at least three phlebotomists that I'm aware of, one receiving a needle stick injury."

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: "the needle on the device was not centralized with the safety guard which would appear to be the reason why it won't engage properly within the guard. This has happened to at least three phlebotomists that I'm aware of, one receiving a needle stick injury."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent needle with the incident lot was observed. The most likely root cause of the slanted needles would have been bent needles received from the supplier, which caused a jam on the manufacturing line when loading the IV shield. This machine jam would have led to the further bending of the needle. Bd sumter is currently working with the cannula supplier in regard to cannula quality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.